Event description:
The event is reported as: during a bronchoscopy/thoracotomy procedure, the bronchoscope could not be passed down the bronchial side of the tube because there was a small clear plastic cap over the bronch port of the swivel connector. The cap was found on the blue bronchial swivel. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.